Event description:
Pt with recurrent glioblastoma began novottf therapy on (B)(6) 2013. Novocure was informed on (B)(6) 2013 by the pt's spouse that the pt had died that same day. Cause of death per the prescribing physician was glioblastoma. Pt died at home on hospice so no other info was available. No adverse events associated with device were reported. The last date of novottf therapy was not known until the devices were returned to novocure on september 13, 2013 and per logfile review, last day of device use was (B)(6) 2013 and device was functioning as per normal operating parameters.

Manufacturer narrative:
Novocure concurs with the prescribing physician that death is related to glioblastoma. Death is unrelated to novottf therapy. Death is an expected event in pts with recurrent glioblastoma due to the natural history of the disease. On the pivotal phase iii trial overall survival was 6.3/6.4 months in the novottf therapy and chemotherapy arm respectively. This event is being reported to the FDA as per novocure's standard operating procedures which state that any deaths that occur within 24 hours of device use be reported (pt was wearing device on day prior to death). Additional device manufacture date: 03/2013.